Event description:
It was reported there was damage to the lens of an indwelling 3d9-3v transducer. The transducer was associated with the epiq 7g ultrasound system at the customer¿s site. The issue was found while outside of clinical use. There was no patient or user harm associated with this event. The philips service engineer evaluated the transducer and confirmed the lens was damaged. The transducer was replaced to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation confirmed the reported lens damage to the transducer. The analysis concluded the damage was incurred at the customer¿s site and is indicative of improper maintenance.